Event description:
It was reported that a (B)(6) hispanic female patient, who's undergone primary breast augmentation with two 555cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. The patient was reportedly involved in an auto accident. The rupture was diagnosed via cat scan. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacements were: (right) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 7666803 sn: (B)(4) and (left) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 9526990 sn: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient, who's undergone primary breast augmentation with two 555cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. The patient was reportedly involved in an auto accident. The rupture was diagnosed via cat scan. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacements were: (right) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 7666803 sn: (B)(4) and (left) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 9526990 sn: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the sm mod classic gel, 555cc breast implant was found to be ruptured. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.